Event description:
During a ercp spincterotomy, a wilson cook tracer metro wire guide was placed inside the billary duct. When the tracer metro wire guide was removed, a small portion of the wire guide coating detached from the device. An effort to retrieve the detached portion with a helical basket was made, but was not successful. The pt was admitted for observation and reported to be in stable condition.